Event description:
Reference MDR #1219856-2010-00454 for the first event involving same patient. It was reported patient was in the cath lab, multiple stents placed. Patient is on a ventilator, 100% v-paced and on multiple pressors and is getting hypothermia therapy. The second intra-aortic balloon (iab) was prepped and the md tried to insert it through the sheath and into the patient's right femoral artery. It is unclear if this was a different procedural sheath. When this catheter would not advance, they removed the catheter and the sheath. Reference MDR #1219856-2010-00456 for the third event involving the same patient. It was noted that the customer does not use the arrow insertion kit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.